Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels of 45 mg/dl. The customer reported that she took off the pump and drank some juice to treat the low blood glucose. The customer stated at the end of the call that she is now up to 89 mg/dl. The customer declined to troubleshoot for original low blood glucose level. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, device was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm anomalies noted.